Event description:
It is reported that the surgeon was unable to assemble the drop down stem into the mis stemmed tibial tray.

Manufacturer narrative:
This report will be amended when our investigation is complete.